Manufacturer narrative:
B5 updated with additional event information from customer. H1 & h3 were inadvertently checked; there is no change to the initial.

Event description:
Received additional information from customer: no delay in procedure, procedure was an esophagogastroduodenoscopy, procedure was completed, no other devices involved.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device relayed the error code b30 (scope communication error); however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the reported issue was confirmed. The inspection showed the scope connector had fluid present and this likely caused the reported error. In addition, evaluation found the device's plug unit was non-functional, the directional knob's "up" direction had low angulation, the directional knobs both allowed excess play during movement, the connector cover was dented and scratched, the bending section's adhesive was cracked, discolored and had a gap, and the light guide tube had scratches and some buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical, that the evis exera iii gastrointestinal videoscope relayed the error code b30 (scope communication error). The event occurred during preparation for an unspecified diagnostic procedure. No patient injury reported.